Manufacturer narrative:
The device was returned to the MFR, and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt had visited the clinic due to issues with red heart alarms. After submitting waveforms and the history log, it was thought that the pt cable possibly needed to be changed. The pt also received a new system controller. The pt also received new system controller. The pt went back to the clinic 5 days later due to red heart alarms. The pt noticed that it typically happened when he would lie on his left side. The pt did not contact the vad coordinator. It was noted that the pt there was rescue taped on two areas of the external portion of the percutaneous lead. The thoratec clinical specialist was on site and tried (under the direction of the cardiologist and vad coordinator) manipulating the driveline to reproduce any red heart alarms with no success. X-rays were taken and there was discussion of the percutaneous lead end bend relief looking questionable. The pt stated he never had issues with alarms while on battery support, only when connected to the power module. The center decided to exchange the pt's pump. The pt's pump was exchanged and the pt remains ongoing with the new lvad.